Event description:
It was reported that a patient's lead was found to have dislodged. No intervention was reported. The patient was in unknown condition.

Manufacturer narrative:
Further information was requested, but not received.

Manufacturer narrative:
Correction: h6: codes should reflect product not returned.